Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Log file review confirmed the described suction loss and also an aborted treatment by the user stopped the vacuum by the foot pedal. No abnormalities could be identified. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy check and the ablation tests were performed without any issue. The energy was stable during treatment day. Log file shows two successfully performed treatments. The reported treatment could be identified in the log file, the first treatment was cancelled and was performed again. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. No technical root cause could be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient had nystagmus which caused suction issues during a lasik procedure. The side cut of the flap was not complete and the surgeon used a knife to sufficiently open the side cut. Additional information has been requested.